Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 190 mm. Iliac morphology is unknown. The patient had a history of chronic renal failure, hypertension and chronic obstructive pulmonary disease. It was reported that the right common iliac artery was dissected and treated with a wallstent. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. It was reported the patient was fine on completion of the procedure; however, later that night, the patient's condition deteriorated and pt later expired. It was reported that it is possible the patient had an ischemic bowel; however, both hypogastric arteries and internal iliac arteries, and the superior mesenteric artery were reported to be patent. No autopsy was performed.